Manufacturer narrative:
The device was not returned for investigation. A lot number was not provided. No further investigation could be conducted. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
It was reported that a luer connection broke off in the patient's catheter. The connector could not be removed and the catheter had to be replaced.